Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the pt reported he has only been on his insulin infusion device for 1 day but does not think his device is giving him insulin because he has had elevated blood glucose readings. The pt was assisted with checking his infusion device bolus history and confirmed it showed the 2 units of insulin he programmed at 11 pm. He found the date was set incorrectly and was assisted with correcting this. He stated he has not seen any air bubbles or leaks and has not received any occlusion errors. He primed his tubing and insulin came out. Troubleshooting did not find any product issues. Additional training was offered to the pt but he declined. Repeated attempts to follow up with the pt were unsuccessful. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.